Event description:
It was reported that a cartridge alarm occurred during the load sequence.the caller was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred.the customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.